Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00528 for the other medwatch. The same pt is represented in each medwatch.

Event description:
International customer reported that the reservoir filled with air one day after placing the device in service. No adverse pt consequences were reported. No further info was provided.